Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-05566 for details pertinent to this event.

Event description:
It was reported that the hole for the flange neck tape was broken. The date of event was in (B)(6) 2024. This occurred before patient use, there was no patient harm/adverse event reported.

Manufacturer narrative:
UDI section of d4 is unknown, no product information has been provided to date. D4: expiration date and h4: manufacture date are unknown, no lot number has been provided. B3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.